Event description:
The patient contacted animas on (B)(4) 2013 reporting blood glucose levels up to the 500's mg/dl and levels down to 40's mg/dl. The patient reported having an increased heart rate with blurred vision during the elevated blood glucose levels and had a rapid heart rate and shakiness with the low blood glucose levels. The patient reported using the ezcarb bolus function on the pump to calculate bolus amounts; the patient reported eating the same thing every day and therefore all of the boluses are about 4 units. The patient reported eating and then delivering a bolus to cover for the food intake. The patient also reported checking blood glucose levels 1-2 hours after meals to deliver a correction if needed. The patient reported that the blood glucose level would sometimes go high and sometimes would go low but the issue was normally around meal times. The patient was unable to confirm if the pump rates were correct reporting that a health care professional was reviewing the pump and it was not known if any changes were made. The patient reported that the pump was to be replaced but was not able to explain what was wrong with the pump; the patient was unable to provide any specific details regarding the alleged pump issue. The patient was advised that the bolus features were not being used as intended; the patient was advised on how to deliver boluses for a meal. This report is made based on the allegation that the patient experienced hyperglycemia and hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.